Event description:
The customer stated that one patient sample generated a higher than expected result of 56 ug/ml for the architect vancomycin assay. The customer retested the same sample using a different method with expected results (20.2 and 20.6 ug/ml). No impact to patient management was reported. The customer confirmed that they received the product information letter of fa13sep2010 but the letter was in an integration binder and the customer was not following the additional actions in processing patient specimens. The customer was retrained to follow the letter in order to resolve the issue.

Manufacturer narrative:
Additional information and further review indicated that this issue is not related to correction and removal number 3002809144-9/15/10-001-c.

Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customer with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. New customers will receive the information in the form of a product information letter distributed with the product.